Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot h13a05028 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There was an exception noted for the batch but does not indicate any issues related to the complaint. Should additional information become available, a follow-up report will be submitted. Date of event is unknown.

Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for vomiting and low potassium (onset not reported). On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment for all reported events was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).